Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient had to be re-operated on because of a product defect of the device. The device broke post-operative and could not fix the patch long-lasting.